Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device undersensed an episode of ventricular fibrillation resulting in the delay of therapy. Inappropriate return to sinus resulting in aborted therapy due to the undersensing was also noted. Programming changes were recommended. The patient was in the cardiac care unit in stable condition.